Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number (B)(4). The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. To further investigate this issue, a corrective and preventive action plan has been initiated to ensure that the exact cause of this incident is identified and to prevent this issues recurrence. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA#: (B)(4) was opened not because it is required but to perform a better investigation.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was found "obstructed" during use when saline solution wouldn't infuse to the patient due to "great resistance". The oncology patient had "capillary fragility" and was having laboratory tests performed. CAPA# (B)(4) was opened in response to this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "oncological patient comes to the collection room of the oncology center to perform laboratory tests and requests venous access to perform the pet. He presents important capillary fragility, punctured with n22 intima catheter in the first successful attempt. At the time of sanitization, we noticed that there was no infusion of saline solution due to great resistance. With the catheter removed and an infusion test performed outside the patient's vein, the catheter is obstructed."